Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late and lymphoma-alcl.

Event description:
Healthcare professional reported patient presented with "swelling [of] left breast secondary to seroma". Device was explanted. Pathological markers cd30+, and alk- have been received. Alcl diagnosis is confirmed. Patient received chemotherapy. "Thx3 > fecx3. Followed by herceptin to complete a year of therapy".